Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced leak from a "catheter extension", which is understood to be the transfer set. It was reported that the patient experienced peritonitis. The cause of the peritonitis was not reported. The patient received unspecified treatment for the event. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome and action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
H11: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.